Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal vessel below the knee. After a guide wire was passed through the lesion, a 3.0mm x 150mm x 150cm coyote balloon catheter was then advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.